Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported their ptm (personal therapy manager) "seems to be acting up" and they are getting "no pump found" the patient stated this has been happening "for days". The patient confirmed they can feel the pump and confirmed the pump is "tilted". The agent had the patient restart the handset and communicator and reset the communicator but it did not resolve the issue. The agent also had patient move the communicator about 1/2" away from their pump and confirm the communicator was not plugged in. The patient mentioned they are currently in hospice. At the end of the call, patient mentioned they were able to get connected and receive a bolus. An email was sent to the repair department for a replacement communicator. The patient gets intermittent connection, seeing no pump found despite troubleshooting. The patient stated sometimes it works and sometimes it doesn't. No patient harm reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.